Event description:
The reporter stated that the spike had disconnected from the set during chemotherapy infusion. The reporter indicated that this had occurred on five other occasions but did not provide specific details.